Manufacturer narrative:
The insulin pump alarmed prime due to faulty force sensor. The insulin pump passed displacement test, operating currents, self-test and off no power test. No unexpected low battery alarm noted. The insulin pump was received with minor scratches on display window and cracked case at display window corner.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump alarming. Customer states that there is a low battery alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.